Manufacturer narrative:
Additional information: (e) added initial reporter details. Investigation results: in addition to the fact that no records were found during the review of the lot history or the nonconformance records, there is no evidence to support this complaint. Furthermore, no samples or photos were received for analysis, making it impossible to confirm the complaint. Based on the investigation results to date, a root cause has not been determined for this complaint.

Event description:
No additional information.

Event description:
The needle retraction button was pressed, but it did not work, leaving the needle exposed and posing a risk of contamination.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. All demographic information on the regulatory document states "confidential".